Event description:
Hill-rom received a report from the account stating the bed exit would not work. The bed was located in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable was not connected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unk if the facility performed any other preventive maintenance on this bed. The technician reconnected the communication cable to resolve the issue. Based on this info, no further action is required.